Manufacturer narrative:
Updated: e1, e2, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. A guidewire was loaded on receipt of the device, kinks were evident to the entrapped guidewire distal to the delivery system. Severe bends were evident to the catheter shaft. Resistance was encountered when attempting to remove the entrapped guidewire, it was not possible to remove from the delivery system. No other deformation evident to the remainder of the device. The reported guidewire interaction issues could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the deliv sys d-evolutfx-2329, the guidewire became stuck inside the delivery system, resulting in the inability to withdraw the system without also removing the guidewire. This led to loss of vascular access and prevented post-dilatation with a balloon via the initial access. Secondary vascular access was required to complete post-implant balloon dilatation. The patient remained stable throughout the procedure, and no anatomical factors appeared to contribute to the event. No patient complications have been reported as a result of this event.